Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when "the surgeon made a trepan hole (in the sinus = danger ++), the perforator (ID (B)(6)) did not stop as it should. As a result, the drill bit got stuck in the patient's skull. When the surgeon attempted to remove it, the drill bit broke in two, and had to be countersunk to free the part." Surgeon was able to complete his surgery. He was able to mill around the perforator to loosen it and mount the craniotome to complete the craniectomy. Consequence - hemostasis of the lateral wall of the superior sagittal sinus and sacrifice of the of the lacerated vein and reconstruction of the dural plane using a pericranial patch + tachosil. The perforator was used for a surgery of a left paraspagittal meningioma.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - the returned unit is soiled and disassembled. The unit was assembled with a new sleeve and successfully drilled 4 holes and plunged at 3rd hole, due to the unit not being held perpendicularly. Upon drilling angle adjustment, an additional 5 holes were drilled, and the perforator functioned as designed. Root cause - a potential cause of the reported failure may be related to the angle positioning, during use.